Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences. The customer indicated that the sensor glucose was 57mg/dl and blood glucose was 120 mg/dl and also went as high as 500 mg/dl. Troubleshooting was declined by customer as he wanted to transfer to a sensor technician.